Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received procedure was a vaginal hysterectomy, left salpingo-oophorectomy, uterine morcellation, bilateral paravaginal repairs using pelvicol (porcine dermis), uretex tension-free suburethral sling, cystoscopy, uterosacral colpopexy, enterocele repair, rectocele repairs using pelvicol, anal sphincteroplasty, and perineoplasty. Alleged complications post implant include pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia.